Event description:
It was reported that the patient's right atrial (ra) lead had low pacing impedance measurements and was oversensing noise. The lead was programmed off. The patient had no adverse consequences.